Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1(event site address): national hospital organization shinshu ueda medical center. Due to character limitation in e1(B)(6).

Event description:
It was reported by getinge fse that during a pre-delivery equipment inspection the cardiosave intra-aortic balloon pump (iabp) had helium leak issue. There was no patient involvement.

Manufacturer narrative:
(B)(6). Corrected field: b5, e3, e1 (initial reporter, event site email, event site name, event site address, event site city). Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the decrease. The fse replaced the helium high-pressure regulator (d103000637). After replacement, the unit was tested and no abnormalities were found. The failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of a helium leak during a predelivery inspection. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that during pre-delivery equipment inspection, the cardiosave intra-aortic balloon pump (iabp) was found to have an unintentional decrease in the helium cylinder remaining level. No patient was involved, and no harm was reported.